Manufacturer narrative:
The event of high impedance was reported to abbott. The issue has not resolved, and the patient does not have effective therapy post programming. Surgery has not been scheduled at this time. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient therapy turns off on its own and is experiencing ineffective therapy. Impedance check revealed high impedances. Reprogramming was unable to resolve the issue. As such, surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.